Event description:
User received a falsely low ck result for one patient sample. Initial result was 1 u per l, repeat results were 6530, 6406 and 7457 u per l. The initial result was reported. No information was provided to determine if the patient was adversely affected. If additional information is received, appropriate notification will be provided.